Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the thoraco/esophagus procedure, for the fourth firing, the firing knob was stiff and stopped on the halfway. Then the surgeon retuned the firing knob to the initial position, removed the device from the tissue and confirmed the normal staple line, however they noticed the rough cut end. The procedure was completed with another device. No harm was caused to the patient.